Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle in which the device broke while inside the patient. A broken wire occurred. This happened approximately one hour into the catheter's use while ablating the right pulmonary vein. The puller wire was cut inside the catheter and the deflection did not work. There was no difficulty or resistance noted when inserting and removing the device. No fragments were left inside the body. The device was replaced. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 7-feb-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-feb-2024, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle in which the device broke while inside the patient. A broken wire occurred. This happened approximately one hour into the catheter's use while ablating the right pulmonary vein. The puller wire was cut inside the catheter and the deflection did not work. There was no difficulty or resistance noted when inserting and removing the device. No fragments were left inside the body. The device was replaced. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and deflection test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no components exposed. A deflection test was performed and one of the curves failed. Further investigation revealed that the puller wire was found broken in the shaft area. A manufacturing record evaluation was performed for the finished device 31167801l number, and no internal actions related to the reported complaint condition were identified. The deflection issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The internal components exposed could not be confirmed during the product investigation. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).